Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient was not getting audio alerts on the g5 mobile application. No additional patient or event information is available.